Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received three inappropriate shocks during one episode. The inappropriate therapy was due to t-wave oversensing rather than a true arrhythmia. The conditional and shock zones were both programmed to 220 bpm and it appeared that smart pass had never been programmed on. A boston scientific technical services consultant recommended programming smart pass on and consider changing the conditional or shock zone to allow for conditional zone discriminators. The consultant also suggested troubleshooting and other programming options for this patient. The caller stated there were low amplitude measurements in primary and alternate vectors and was going to turn smart pass back on and mimic the patient's movements at the time of the inappropriate shocks. No adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion and returned for evaluation. No adverse patient effects were reported.